Event description:
A customer reported encountering a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to wait 20 minutes before starting a sensor session after the pump exited storage mode. The support team provided guidance on performing a pump reset, which the customer completed successfully, resolving the cgm error.